Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve via the femoral access, after relea sing the valve, the paddles would not detach from the delivery catheter system (dcs). The physician turned the device right and left but the paddles did not detach. More pressure was applied and the valve dislodged out of the annulus and was released, however, the movement blocked the coronary arteries for about 6-7 minutes before the valve could be snared and the coronaries were unblocked. The blood pressure dropped and cardiopulmonary resuscitation (CPR) was initiated. The valve was safely snared into the innominate artery and a non-medtronic transcatheter valve was implanted. No further adverse patient effects were reported. The physician reported the patient had a very tortuous aortic arch with an s-curve, making it very difficult to get the valve through the aortic arch. For support, a second super stiff wire was placed, however, a great deal of push was still needed to get the valve around the aortic arch.

Manufacturer narrative:
The occlusion of the coronary arteries by the dislodged valve was most likely the main cause as the patient¿s blood pressure was reported to have dropped after the occlusion. After the valve was safely snared into the innominate artery, no heart injury was reported to have occurred. The device history record was reviewed and showed that the delivery catheter system (dcs) met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information reported and the image in which the transcatheter aortic valve appears to remain attached/entangled with the dcs, the most likely cause of this dislodgement event was the user manipulation applied to the dcs in order to separate the two devices. Confirmation of this root cause is not possible given the available evidence. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.